Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that a cartridge "malfunction" occurred after accidentally hitting the cartridge with a weight. A new cartridge was loaded resolving the issue. The customer declined to check the pump history to determine the cartridge malfunction that occurred. Blood glucose level was not impacted.